Event description:
On (B)(6) 2012, the patient contacted animas, alleging the ok, up/down arrow keypad buttons were sticking, had delayed responses and required multiple presses to engage. The patient denied damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. During testing, all of keypad buttons were found to be intermittently unresponsive and required multiple presses with increased force to elicit a response. The hyper-responsive/scrolling response to button presses was not duplicated during testing. There was evidence of contamination found under all key contacts.